Event description:
Caller reported potential false negative troponin I (tni) result vs lab (siemens ultra). A (B)(6) male went to ed complaining of chest pain (pain was over 2 days). EKG-elevated st. Pt admitted and was sent for catheterization.

Manufacturer narrative:
Investigation pending.